Event description:
It was reported that the locking lever (canting lever) on the 9800 system is stripped. If this gets bumped, it starts image intensifier rotating from weight above. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the flip flop brake handle. The system was tested and found to be working as intended and placed back into service.